Event description:
During an unspecified procedure, reportedly, the safety shield would not retract to penetrate tissue. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.